Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer could not unlock the insulin pump using the up, down, left or right button. The customer's blood glucose level at the time of the incident was unknown. The customer stated the up, down, left, and right buttons were unresponsive. Troubleshooting was performed and it was found that the customer was accidently pressing the window picture instead of the insulin pump's bottom to unlock the insulin pump. The customer was advised to monitor the insulin pump and call back if any issues arise. The device will not be returned for analysis.